Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver passed the charge and boot testing. The receiver log was downloaded, reviewed and 'rttloss' events related to complaint were observed. The receiver functional testing was performed and it passed all the relevant testing. The receiver case was opened for internal visual inspection and further evaluation. An interior inspection found the moisture damage to main board, u5, u6 and u7 components. The moisture detection sticker was also found to be activated. The reported event that the receiver ceased to function was confirmed . The root cause was determined to be moisture damage.